Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "our guide wire handle in our consigned im nailing basic tray is broken. It is not grabbing the wire like it should."

Event description:
As reported: "our guide wire handle in our consigned im nailing basic tray is broken. It is not grabbing the wire like it should."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: one pin had come off from the metal clamping lever. Furthermore, evident signs of damage [hitting marks] were verified at the guide wire handle connection rod. Visual inspection revealed the drill hole, as the counterpart of missing pin, shows traces of intended press-fit. Thus, a dimensional inspection could not be performed safely. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labelling did not indicate any abnormalities. Based on investigation of former complaints the event was identified being design related and is already covered by an nc / CAPA. Nc was filed and a CAPA triggered. Finally, it could also not be excluded that the obvious signs of hitting marks contributed to the event reported. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.